Event description:
It was reported that during a prostate procedure, the laser displayed errors indicative of resonator issue and the error was not able to be cleared. The prostate procedure was aborted. Patient or user outcome: "no injury to the patient" reported.